Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient recently bought grounding sheets for their bed and while charging in bed, it was taking longer to charge the implantable neurostimulator (ins). Patient went to another room to charge and ins charged faster. Agent reviewed compatibility information reviewing that it would be unlikely that the grounding sheets would affect recharge speed and there could be other factors causing the change (poor connection, ins is further depleted, etc.). It was suggested patient monitor issue. During follow up to obtain additional information, the root cause of the increase in charge time remained unknown. Patient was going to continue to test it and see if the issue continued and/or was indeed related to the sheets or not. If related to the sheets, they told the manufacturer representative (rep) they would just charge in a different room. No further information was available.